Manufacturer narrative:
The information for the additional 510k is as follows: g4: PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ tubes, an unspecified number of tubes showed underfill and two (2) tubes gave erroneous results for potassium. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ tubes, an unspecified number of tubes showed underfill and two (2) tubes gave erroneous results for potassium. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 11 samples for investigation. Six (6) of the samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was observed on two (2) tubes. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. The remaining five (5) customer samples were included in a clinical study to verify the design of the device met its intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, erroneous results-potassium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.